Event description:
Customer alleged 2 sets of discrepant blood glucose values when testing was performed back-to-back: 229 mg/dl, 124 mg/dl, 395 mg/dl, 403 mg/dl, 119 mg/dl, and 352 mg/dl on the advantage system; and 136 mg/dl, 438 mg/dl, and 120 mg/dl on the advantage system. The customer had no symptoms and did not treat or act based on the results. No serious adverse events related to the alleged malfunctions were reported. A request was made for the return of the suspect device and replacement product was sent.